Manufacturer narrative:
(B)(4). Investigation summary: based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that a syringe 50ml ll tip 1ml was damaged before use. The following was reported by the initial reporter: "it was reported that are scratches on the exterior of the syringe. There are scratches from what looks like the exterior of the 50-ml luer lock syringe"